Event description:
It was reported that there was a catheter break near the pump connector. The patient experienced "very obvious symptoms" including increased pain and rigid legs. No further information was provided on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter break event which was reported, took place in 2008. Reporter was unable to provide further information. Medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional review indicated that the patient had catheter revision in (B)(6) 2008.